Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 499 mg/dl. It was also reported that the customer has a long history of non-compliance. The customer has experienced high blood glucose levels for the (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the customer's blood glucose levels are back to normal now due to an infusion set change. The caller felt no need to troubleshoot further. However, the caller did report that the esc button was not functioning properly. Troubleshooting was performed, and the button was working after a battery change. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.